Event description:
Unomedical reference number (B)(4). Event occurred in the united states the patient's mother reported that her 10-year-old daughter had issues with her infusion sets, that they started a few days ago with it coming undone from the anchor portion of the set. The issue occurred while the patient was at the school, when she has noticed that the clip was hanging and occurred last night again while she was sleeping causing her blood glucose level to sky rocket. When they were alerted to the high, her mother checked on her and she was starting to feel nauseous. She tested for little ketones present. No further information was available.